Manufacturer narrative:
Event site name: (B)(6) hospital. Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported by customer that the cardiosave intra-aortic balloon pump (iabp) screen was glitching. There was no patient involvement and harm reported. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that screen was broken. The display was replaced. Product passed all functional and safety tests per manufacturer specifications.